Event description:
It was reported to boston scientific corporation that an rx needle knife xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gall stones performed on (B)(6) 2025. During the procedure, the physician was unable to pass the sphincterotome through the papilla. The physician began to perform an infundibulotomy but, the needle knife broke. The procedure was completed with another rx needle knife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break.